Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not shown. A technical support specialist stated that the admission inactivity had been set to 5 days, and there had not been any activity for the patient. Customer was informed that the two options were to either temporarily change the admission inactivity days or to discharge and readmit the patient. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient order was not showing on the pyxis. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.